Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. During the procedure a 3.50 x 12 mm xience xpedition stent delivery system (sds) got stuck in the guide catheter. In the attempt to remove the sds, the stent dislodged inside the guide catheter. The entire system including the dislodged stent were removed as a single unit with no issues. A new xience stent of the same size and a second unspecified stent were used successfully to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site registration #. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to position and difficulty to remove could not be tested as the stent delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported difficulty to position. When attempting to remove the device continued interaction with the guiding catheter caused the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.